Event description:
A malfunction alarm was reported with the display of malfunction code 12. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer continued to use the pump for insulin therapy.